Event description:
Sjm, daig division was notified of an incident which involved the capping of a myocardial pacing lead. An event summary report was received from guidant corporation on 11/16/00 indicating that this lead exhibited inappropriate sensing and shocks. The physician believed the insulation was fractured. The lead was capped and remains in the pt. Therefore, the lead will not be returned for analysis. The status of the pt is unknown.